Manufacturer narrative:
An event of a separation problem, device migration, and improper or incorrect procedure or method was reported. Information from field indicated that a retainer tab remained attached during final release. Troubleshooting was performed, and the device migrated and embolized. The valve was then snared and repositioned. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the reported migration appears to be related to procedural conditions (interaction with delivery system). A cause for the reported difficult separation could not be conclusively determined. The reported improper or incorrect procedure or method is related to the user snaring the valve after deployment. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on 24 december 2023, a 25mm navitor valve was chosen for implant. The patient was noted to have a horizontal aorta. The native valve was measured as follows: perimeter 68.2mm, area 342.2mm squared. The valve was deployed 80% with an implant depth of 3mm. At the final release, one of the retainer tabs was still attached. After multiple manipulation to release the valve by rotating the delivery system and slightly forward, the valve dislodged to the annulus level. During pulling the delivery system, the nose cone hit the valve and embolized above the sinus of valsalva (sov). The patient remained stable without any complications. It was decided to snare the valve higher into the aortic arch. Another 25mm navitor valve was successfully implanted (valve-in-valve). The patient is reported to be stable and doing good. There was no adverse patient effect.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.